Event description:
(B)(6). I received the essure device in 2014. As soon as I was awake and alert after the procedure, I knew there was something wrong. I had debilitating cramps, periods that came every two weeks, developed a constant hive rash on my arms, foggy brain, eyesight issues, recurring headaches, excessive weight gain.